Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a solicited report by a nurse from (B)(6) of gastroenteritis and bacterial peritonitis with culture positive for staphylococcus epidermidis in a (B)(6) male patient coincident with extraneal viaflex and physioneal, unspecified therapies. On an unreported date, in the last three years, the patient began extraneal viaflex and physioneal, unspecified therapies, intraperitoneally for automated peritoneal dialysis (apd). On (B)(6) 2011, the was patient seen in the hospital unit and was diagnosed with probable bacterial peritonitis secondary to a limited gastroenteritis episode, which was manifested by cloudy effluent, diffuse abdominal pain, nausea, vomiting, and fever (37.5 degrees celsius). The patient had been experiencing gastroenteritis for the four days prior to being seen in the unit. On (B)(6) 2011, the patient began treatment with intraperitoneal vancomycin and tobramycin (dose and frequency not reported), and the patient was switched to continuous ambulatory peritoneal dialysis (capd) to facilitate the administration of antibiotics. Extraneal viaflex and physioneal therapies were ongoing as was treatment with vancomycin and tobramycin. The bacterial peritonitis and gastroenteritis had not resolved. The reporting nurse stated that the bacterial peritonitis and gastroenteritis were not related to extraneal viaflex and physioneal therapies.